Event description:
MFR periodically compares devies tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evalauted available info against current procedures. The event did not meet MDR reporting criteria per manufacturer's current procedures. In an effort to obtain additional info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died while hosptialized. Immediate cause of death is listed as near drowning. The pt reportedly had an epileptic seizure while in the bath tub and nearly drowned two days prior to date of death. No autopsy was performed. There is no evidence that the ncp system caused or contributed to the requested event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the patient's death, it cannot be definitively ruled out as a factor.